Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Corrected: b3.

Event description:
It was reported that when mounting the drill bit on the flexible handle to drill the cup holes, it came loose. Several attempts were made to mount it, but it wouldn't stay in place, and the doctor was unable to drill to fix the acetabular cup. The doctor stated that this had happened 15 days prior during the previous surgery, which he had reported to the support staff assisting with the procedure. When the final stem was handed to the reporter, the reporter picked up the impactor and noticed that part of the distal portion was missing. Mounting was tried, but the threads didn't engage to secure the implant. The doctor realized the problem again and stated that the same thing had happened in the previous surgery, and the support staff was aware of it.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. The additional information received did not establish whether it was the same devices that were involved for both events or if different devices were involved with the event that occurred ¿15 days prior¿. Can you kindly confirm if both these devices were used in both events? The answer is yes, in both procedures the same instrumental was added (the same pieces reported) both in the 29 january surgery and in the one that had been performed 15 days before (the 12 january, in which, is support, omitted to report the damaged legs, therefore, they are assigned for the 29 january surgery).